Event description:
This is a (B) (6) year-old wheelchair bound male with rapidly progressive als followed by palliative medicine. Rn programmed morphine pca every 10 mins instead of every 6 mins as ordered. Rn didn't know how to set up the pump every 6 mins and asked md to change the order, md declined. Rn also could not get timely assistance from supervisor. Actual pump minimal interval was 8 min.